Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). The 3.5 x 12mm nc quantum apex mr balloon catheter being used for pre dilation was inflated and ruptured at nominal pressure on the 2nd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).